Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Postoperatively, the patient complained of glare and the crystalens was removed and replaced with a different lens model. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device was returned to b+l and subjected to visual examination. Results revealed that only half of the optic and one haptic plate/haptic was returned. The condition of the lens is consistent with lenses that have been removed from the eye. (B)(4).